Event description:
The customer reported the beckman coulter, inc. (Bci) that erroneously low sodium (na) and chlorine (ci) results were obtained out of range low on their unicel dxc 800 synchron system instrument. However, the potassium (k) results were within the acceptable range. Prior to the event, the ise (ion-selective electrode) system was calibrated successfully and qc (quality control) recovered within the lab's established ranges. A physician questioned the low na results and indicated that 10 patients would have to be treated. The lab reran the qc check again and found that the na and cl qc recovered low outside of the established ranges. All samples run between 2 am and 10 am on the day of the event were repeated on the lab's second dxc analyzer and the results for na and cl were corrected but the k results were not corrected. One hundred sixty corrected reports were issued outside of the laboratory. The customer provided 22 examples of patient results. While the customer did not receive any report of any adverse event or patient injury associated with this event, it is known that there was change to patient treatment in at least 10 cases.

Manufacturer narrative:
The bci hotline customer service technician discussed sample quality and effects of bacterial contamination with the customer. The customer indicated that they perform a weekly manual ise maintenance and they culture the ise system in 3 locations once a month and that the cultures were found to be negative. The bci hotline representative sent the customer the bi-weekly maintenance instructions. A bci fse (field service engineer) was dispatched to the site and performed troubleshooting on the system. The fse replaced the carbon bridge and while this resolved the problem, a clear root cause for the event was not determined. This is 1 of 160 medwatch reports associated with this event. This reportable event was identified during a retrospective review of complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events. This is 1 of 160 medwatch reports related to this event.